Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during retraction, pulsatile blood flow was significantly reduced but the indicator window of a 6f exoseal vascular closure device (vcd) did not change to black and the plug release button could not be pressed following a standardized operation during routine femoral artery puncture closure after an intracranial aneurysm intervention. The device was removed and manual compression plus a compressor was used for hemostasis. There was no reported patient injury. The procedure was performed via a retrograde puncture, and the physician achieved certification on the use of the exoseal vascular closure device (vcd). There was no visible damage to the device or packaging. A 6f non-cordis vascular sheath was used, and the device was stored and prepared according to the instructions for use (IFU). The button could not be depressed at all, and no red color was observed in the indicator window. No further external attempts were made to depress the button. After the procedure, the operator attempted pressing the device outside the body but still could not press it down, and during multiple attempts the plug dropped out. Angiography confirmed femoral artery suitability with an appropriate insertion angle, vessel diameter greater than 5 mm, and no calcium, plaque, tortuosity, stent, or stenosis at the puncture site. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, during retraction, the indicator window of a 6f exoseal vascular closure device (vcd) did not change to black despite pulsatile blood flow significantly slowing. The plug release button could not be pressed following a standardized operation during routine femoral artery puncture closure after an intracranial aneurysm intervention. The device was removed and manual compression plus a compressor was used for hemostasis. There was no reported patient injury. The procedure was performed via a retrograde puncture, and the physician achieved certification on the use of the exoseal vascular closure device (vcd). There was no visible damage to the device or packaging. A 6f non-cordis vascular sheath was used, and the device was stored and prepared according to the instructions for use (IFU). The button could not be depressed at all, and no red color was observed in the indicator window. After the procedure, the operator attempted pressing the device outside the body but still could not press it down, and during multiple attempts the plug dropped out. Additional information clarified that the plug did not drop spontaneously without button movement but dislodged after the procedure when the operator repeatedly attempted pressing and shaking the device outside the patient. There was no partial or accidental actuation during the procedure. Following the procedure, multiple individuals attempted pressing the button outside the patient, and under forceful pressing the button released and the plug deployed. Angiography confirmed femoral artery suitability with an appropriate insertion angle, vessel diameter greater than 5 mm, and no calcium, plaque, tortuosity, stent, or stenosis at the puncture site. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever fully depressed, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful deployment was achieved. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the indicator window not transitioning since the returned device did not match the event description. It was reported that plug of the device was deployed; however, the returned device had the plug in the manufacturing position and was able to be fully deployed during the analysis. Additionally, the indicator window was received in the black/white state. It is unknown what issue the customer may have experienced with this product. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, during retraction, the indicator window of a 6f exoseal vascular closure device (vcd) did not change to black despite pulsatile blood flow significantly slowing. The plug release button could not be pressed following a standardized operation during routine femoral artery puncture closure after an intracranial aneurysm intervention. The device was removed and manual compression plus a compressor was used for hemostasis. There was no reported patient injury. The procedure was performed via a retrograde puncture, and the physician achieved certification on the use of the exoseal vascular closure device (vcd). There was no visible damage to the device or packaging. A 6f non-cordis vascular sheath was used, and the device was stored and prepared according to the instructions for use (IFU). The button could not be depressed at all, and no red color was observed in the indicator window. After the procedure, the operator attempted pressing the device outside the body but still could not press it down, and during multiple attempts the plug dropped out. Additional information clarified that the plug did not drop spontaneously without button movement but dislodged after the procedure when the operator repeatedly attempted pressing and shaking the device outside the patient. There was no partial or accidental actuation during the procedure. Following the procedure, multiple individuals attempted pressing the button outside the patient, and under forceful pressing the button released and the plug deployed. Angiography confirmed femoral artery suitability with an appropriate insertion angle, vessel diameter greater than 5 mm, and no calcium, plaque, tortuosity, stent, or stenosis at the puncture site. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for evaluation.